Event description:
Healthcare professional reported a patient was injected with 3 syringes of juvéderm® voluma¿ xc into the midface and 1 syringe of juvéderm® volbella¿ xc into the lips and chin shadows. About 2 and a half months later, the patient started experiencing swelling in the chin that moved to the entire face including the lips and cheeks. Two days after symptom onset patient was treated with a medrol pack for 6 days. After completion of this course, patient was started on another medrol pack and the following day injected with 300 cosentyx. Patient received another 300 cosentyx injection a week later and the next day was given prednisone 40mg for 4 days and prednisone 20mg for 4 days. Events are ongoing. Healthcare professional speculates the patient may have an underlying autoimmine condition that has not been diagnosed. Autoimmine condition is considered not device related.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "autoimmine condition", deemed not device related, is considered an unexpected adverse drug experience.